Manufacturer narrative:
Age reported as between (B)(6) years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the initial complaint was reviewed and found to be a serious injury. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: per additional information received, the surgery was a revision operation, not a primary treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013 a patient was presented with a pseudarthrosis (non-union) with solid humeral nail, and philos augmentation market preference evaluation. Article number was not reported. Incident happened postoperatively, no further information was provided. This is report 1 of 1 for complaint (B)(4).